Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient was on-label for the ovation ix system. The stent mid-crown was deployed and parallax was corrected; a new angio was done to retrace the infrarenal artery (ir) on the screen. The patient had a rapid conical neck and needed a precise placement to obtain a seal. It was noted that the patient was not asleep and cooperation from the patient for a breath hold was requested by the vascular surgeon. The patient did not completely stop breathing and there was movement evident on the imaging. The interventional radiologist requested a second angio for more precision and the vascular surgeon declined and said that the images obtained would suffice. The pig tail was removed and the proximal crown was deployed; the polymer was mixed and injected. The contra gate was cannulated and contra limb was deployed. At 20 minutes post polymer injection a control angio was suggested by the rep to confirm seal and decide on the need for a large diameter ring ballooning (since there was presence of thrombus in the seal zone); the control angio showed that the graft was approximately 10 mm below the floor of the infrarenal artery (ir) with the presence of a type ia endoleak that could not be resolved following ballooning with a coda balloon. A medtronic aortic cuff was successfully deployed at the ostium floor of ir and there was still a type 1a. A palmaz was deployed inside the cuff and the type 1a was resolved. The device time for the ovation components was approximately 60 minutes and the procedure time was 6 hours (prolonged procedure); it was noted that the patient waited on the table for 2 hours for the mdt cuff to arrive. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.